Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure, low impedance, oversensing and noise were noted on the right ventricular (rv). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.